Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable transfer set was identified. The sample was received and an evaluation of the device was performed. Visual inspection, leak testing and clear passage testing and clamp function testing was performed with no issues noted. During the integrity of the seal surface test, no leaks were found. Dimensional inspection of the returned transfer set sample identified that the inside diameter of the catheter adapter was below nominal. Improvements were made to the mold and molding department procedures. Should relevant additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the uv flash transfer set patient connector was not connecting to the locking titanium adapter after the transfer set was changed. The customer changed the set again but the same connection issue between the transfer set and the titanium adapter occurred. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time. This is report 1 of 2.

Manufacturer narrative:
(B)(4) the device was returned for analysis and an evaluation will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.